Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky and harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the rewind was slower and insulin pump had no delivery alarm. The devise will be returned for analysis.